Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 03/30/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 03/17/2015 with the following findings: visual inspection revealed that the battery compartment was cracked. Unrelated to the complaint, evaluation revealed that the keypad was torn near the down arrow and ok keypad buttons. During testing, the ok keypad button was found to be intermittently unresponsive. The keypad cover was removed and the down arrow and ok button contacts were found to be inverted. Evidence of contamination was found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged that the pump case was cracked near the battery compartment. No loss of power or self-reboots were noted. Reportedly, there was no moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.